Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The pump did not have any external damage. The reported reverse travel error was evidenced in the event history log (ehl). The error was not reproduced during multiple occlusion tests. The customer reported product problem was verified based on the ehl findings. The reverse travel error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. A user interface issue was established as the root cause. The clutch halves on the pump were replaced as a preventative measure. The device subsequently passed all the functional tests.

Event description:
It was reported that the medfusion pump exhibited a reverse travel error. No patient injury or complications were reported in relation to this event.